Event description:
Customer reportedly obtained results of 413mg/dl and 201 mg/dl on the compact plus system within 10 minutes. Customer took 4 units of novolog based on results. No adverse event reported. Requested return of suspect system and replacement was sent.